Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 15. Implant surface not completely covered with bone. On (B)(6) 2020, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.